Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(6).

Event description:
A facility representative reported that after an intraocular lens (iol) implant procedure, the iol was explanted due to the patient's report of a trembling lens. The clinical reason identified was a malfunctioning iol, specifically phacodenesis. The iol was subsequently replaced with a monofocal lens. Additional information was requested